Event description:
Strings on the tampons keep breaking [device breakage]. String is getting stuck in the plastic wrapper...stuck in the seam of plastic packaging [device physical property issue]. Case narrative: consumer reported via email that the tampon strings keep breaking. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Strings on the tampons keep breaking [device breakage]. String is getting stuck in the plastic wrapper. Stuck in the seam of plastic packaging [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via email that the tampon strings keep breaking. No injury was reported. Lot codes: 4190243003621029, 4190243003621028.

Manufacturer narrative:
Product investigation is in progress.